Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50 cylinder), 14.0 diopter, (1.5 extended depth of focus) lens was replaced with a company (1.50 cylinder), 14.0 diopter (add power +2.2/+3.2) lens. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operation room manager reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient was unhappy with vivity lens in left eye and wanted it replaced with a panoptix. Stated vision was not as clear in this eye (despite plano mrx) and noted a halo and double image out of this eye. Additional information was received stating patient experienced blurred vision, unhappy with near vision, glare and unhappy with vision quality at distance. Patient's symptoms were resolved.